Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was observed to be jumping. Reportedly, the battery gauge jumped up to 100% following a supply change without being connected to a power source. The battery gauge later dropped back down. The customer's blood glucose was not impacted. Multiple follow up attempts were made to contact the customer; however, the customer did not respond to follow up attempts.